Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device¿s main pca needs to be replaced to address the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This issue has been identified under the fsn 2023-cc-src-039. Additionally, an alarm indicating the device was unable to write to the event log was observed. The device¿s main pca needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.